Manufacturer narrative:
The siemens headquarters support center (hsc) evaluated the instrument data and did not find indication of an instrument malfunction. Hsc noted that the repeat samples from fresh aliquot wells yielded believable results. Hsc concluded that the falsely elevated sodium and potassium results were sample specific likely due to poor pre-analytical sample quality with contamination of the sample aliquot from cellular material. The device is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same and an alternate dimension vista instrument with lower results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and potassium results.